Manufacturer narrative:
(B)(4).

Event description:
The device was turning off by itself; the battery was depleting rapidly. The pt was not getting good pain relief and it was preventing him from doing yard work at home. He needed to charge every day for 4-8 hours with 8 coupling bars. The device was set between 3 and 4 volts. This had been going on for approx a month. The outcome is unk. Further info is being requested from the hcp.